Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported the unit's touchscreen issues after recent replacement. The philips product support engineer (pse) advised the customer to replace the user interface. The customer reported the user interface had not corrected the issue. The pse then advised the customer to replace the power management printed circuit board assembly or the central processing unit printed circuit board assembly. The customer stated that the replacement power management printed circuit board assembly corrected the issue. There was no patient or user harm reported, and the unit was not in use on a patient at the time of the event.